Manufacturer narrative:
The insulin pump unit passed rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. Device alarmed button error followed by intermittent buttons due to moisture damage at keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device received with cracked case at display window corners and reservoir tube. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer stated error could have been possibly caused by moisture damage. The blood glucose at the time of the incident was 231 mg/dl. Troubleshooting was not performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan.the device was returned for analysis.